Event description:
It was reported that the patient presented to the emergency room after hearing audible tones, and the patient received four inappropriate shocks while there. The rv (right ventricular) pacing lead was oversensing, and there was high svc (superior vena cava) coil impedance on the rv tachy lead. It was also reported that there was possible high lv (left ventricular) threshold. Both rv leads were both capped and replaced, and the lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Four - patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2010 03:00:08 and (B)(6) 2010 09:00:06. One - patient alert for lead failure predictor on (B)(6) 2012 18:39:01. Fifteen - ventricular nst<=210 ms on (B)(6) 2012 in the timeframe between 21:17:12 and 21:31:40. Three - vf<=200 ms average v-cycle on (B)(6) 2012 in the timeframe between 19:39:07 and 21:19:30. Ventricular short interval count v-sic=1004 counts, in 0.12 day, on (B)(6) 2012 in the timeframe between 18:36:54 and 21:34:20.